Event description:
Device interrogation at office visit revealed that the generator was set to different parameters than were prescribed. It was reported that the generator normal mode output current had been programmed to 1.50ma at previous office visit approximately four months prior, but that upon interrogation at recent office visit, the normal mode output current was found to be set to 0ma, resulting in a lack of vns therapy. The patient's device was reprogrammed to 1.5ma normal mode output current, after which device diagnostic testing was performed. Upon reinterrogation, the normal mode output current was again found to be set to 0ma instead of to prescribed setting. The device was reprogrammed to 1.5ma normal mode output current a second time. Review of device programming history indicates that the inadvertent change in device settings was the result of an interrupted lead test. The device was not interrogated after performing device diagnostic testing at previous office visit.

Event description:
Review of manfacturing records for the pulse generator revealed no anomalies that would adversely affect device performance.